Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned incorrect date in section b4. The correct b4 date should have been 07/12/2022. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.